Manufacturer narrative:
Complete information from patient identifier: sid (b)(46. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c8000 processing module. The following results were provided (normal range 136-145 mmol/l): sample ID: (B)(6). 1st: run result: 116 mmol/l (result generated on (B)(6) 2022 11:34). 2nd: run result: 141 mmol/l (result generated on (B)(6) 2022 14:49). 3rd: run result: 143 mmol/l (result generated on (B)(6) 2022 15:09). The customer chose 141 mg/dl as valid result. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and determined the cc cuv dry tip the cause of the issue. The cc cuv dry tip was replaced, and the issue was resolved. The instrument service history review revealed no additional service ticket related to the current complaint issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the cc cuv dry tip. Based on all reviewed data, a product deficiency was not identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.